Event description:
The caller reported an issue with the insulin gauge displaying an amount different than expected, specifically showing 0 units despite an expected fill estimate between 14-160 units. There was no adverse impact to the customer's blood glucose level. The caller had not completed the necessary steps to remove air from the cartridge, and technical support provided guidance on this and assisted in filling and loading a new cartridge. The caller chose not to deliver a bolus to update the insulin estimate and agreed to monitor the situation and follow up if necessary.